Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology 80% stenosis). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology 80% stenosis). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
Physician was attempting to use one endeavor resolute drug-eluting stent (2.50 x 24mm) to treat a lesion in the lad with 80% stenosis but the device could not cross. The lesion was pre-dilated. The device was inspected before use with no issues noted. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was flared indicating that it may have been stubbed during advancement. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The first 5 proximal segments were deformed, a number of other segments were misaligned. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).